Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon further information, abbvie has determined that the event of re-herniation did not occur. This record is no longer reportable to FDA and will be un-reported.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿repair of ventral hernia¿ surgery and was implanted with a strattice device lot ¿sp200373-142¿ on (B)(6) 2022. The patient underwent an ¿exploratory surgery with removal of previously placed mesh¿ on (B)(6)/2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿permanent physical, emotional and financial harm. The failure of the mesh caused chronic pain which required an additional surgical procedure during which plaintiff's strattice implant was removed. Plaintiff continues to experience symptoms, including, but not limited to, pain and discomfort caused by the failure of [their] strattice hernia mesh implant. Plaintiff reserves the right to supplement and/or amend this response as discovery and investigation are ongoing.¿ the form lists the conditions that were treated were ¿severe pain and all other conditions identified in [the surgeon¿s] records, incorporated by reference.¿ in 2022. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien: parietex composite ventral patch pwc0541x,¿ on (B)(6)2022. The form indicates that the device was removed on (B)(6)2022 due to ¿abscess; incision & drainage.¿ there is no report of re-herniation or other serious injury against the device. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6)2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.